Event description:
Customer failed theirlast calcium external proficiency survey. She provided results for the five samples in the survey: survey sample 1 tested twice gave 7.5 and 9.7 mg/dl. Expected values were 9.7-11.8 mg/dl. Survey sample 2 tested twice gave 5.7 and 7.3 mg/dl. Expected values were 7.3-9.4 mg/dl. Survey sample 3 tested twice gave 4.5 and 6.9 mg/dl. Expected values were 6.9-9.0 mg/dl. Survey sample 4 tested twice gave 6.3 and 8.0 mg/dl. Expected values were 8.0-10.1 mg/dl. Survey sample 5 tested twice gave 9.3 and 12.4 mg/dl. Expected values were 12.4-14.5 mg/dl. Calcium reagent lot was 61689501. Erroneous results were from survey samples only, no patient samples were involved. The field service representative found a clogged valve was the cause. He removed, cleaned and reattached the valve. He ran performance test to verify analyzer operation.